Event description:
It was reported that high capture threshold, high pacing impedance, and oversensing were observed on the right ventricular (rv) lead. The device was reprogrammed and the rv lead was subsequently capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
It was reported that high capture threshold, a drop in pacing impedance followed by increasing out-of-range pacing impedance measurements, and oversensing were observed on the right ventricular (rv) lead. The device was reprogrammed and the rv lead was subsequently capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.